Manufacturer narrative:
The pump was returned, and analysis found a gear train anomaly in which there corrosion and-or wear and-or lubrication of the motor and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving dilaudid (1.5 mg/ml at 0.080 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump had a motor stall on (B)(6) 2019. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The logs were read and the pump was in a motor stall. Surgical replacement was performed and the pump will be returned for analysis. The issue was noted as resolved. The patient's weight was (B)(6).